Manufacturer narrative:
Product event summary: one (1) pump and controller with unknown serial number were not returned for evaluation. A review of the manufacturing documentation was not performed as the serial number was unavailable and the reported event and analysis are not related to a manufacturing or servicing issue and the device serial numbers were unknown. Based on the limited information available, the device may have caused or contributed to the reported event. Review of log files could not be conducted since log files were not available for analysis. There is insufficient information regarding the reported "alarm" event therefore a root cause could not be determined. As a result, the reported event could not be confirmed. Per the instructions for use, this event is a known potential complication associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This event was reported in the q4 2025 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Additional products: d1: heartware ventricular assist system - controller d4: model #: / catalog #: / expiration date: / serial or lot#: d9: no h3: no h4: mfg date: h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was hospitalized for chest and left arm pain and a ventricular assist device (vad) alarm. It was reported that prior to presenting to the emergency department, the patient had underwent labs, transthoracic echocardiogram (tte), and a ramp study at a routine appointment. The patient was reported to have tolerated the vad speed increases well. The controller was exchanged. The vad remains in use. No further patient complications have been reported as a result of this event. This event was reported in the q4 2025 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.